Manufacturer narrative:
Approximate age of device ¿ 6 years and 2 months.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that alarms occurred while utilizing the power module. System controller history interrogation performed by the hospital clinician revealed a pump stoppage. Patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative confirmed the pump stoppage. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. Additional pump stoppages occurred post driveline replacement. On (B)(6) 2018, the patient received a pump exchange. No additional information was provided.

Manufacturer narrative:
Device was returned, return date entered. Manufacturer's investigation conclusion: the evaluation of the hm2 lvas confirmed internal driveline wire damage that would have contributed to the reported pump stop events captured in the submitted log files. Hm2 lvas was returned with the driveline cut approximately 1.5¿ from the pump housing and the distal portion was returned in three sections measuring approximately 28.5¿, 12¿, and 4.5¿. The inflow conduit, the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Upon disassembly of hm2 lvas, visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The pump was cleaned and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. A distal-end driveline repair had been performed on 30jul2018 and the replaced portion of the driveline was returned in one segment measuring approximately 21.5¿. A clamshell was present around the metal connector. There was a small tear in the silicone jacket approximately 7¿ from the metal connector. Removal of the rescue tape revealed damage to the silicone jacket approximately 5¿ and 10¿ from the metal connector. A small tear in the bend relief 3.5¿ from the metal connector was also noted. The returned portion of the driveline was tested for electrical continuity in the condition it was received; all wires were found to be electrically intact and no wire-to-wire or wire-to-shield shorts were induced during testing. Visual inspection revealed no evidence of damage or wear to the insulation of the wires. The driveline was then submerged in a saline solution for hi-pot testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of compromised wire insulation that would have contributed to the reported events. Electrical continuity testing of the returned 12¿ and 28.5¿ portions of the driveline was performed and found all wires to be electrically intact. Electrical continuity testing was not performed on the pump-end driveline segment. Visual inspection of the 12¿ driveline segment revealed a breach in the insulation of the green wire 2.5¿ from the distal end. Further inspection revealed that the orange wire of the 12¿ segment of the driveline, 3¿ from the end, showed thinning of the insulation, making the underlying conductors visible without being exposed. The observed damage in the green and orange wires appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Examination of the remaining portions of the driveline revealed no obvious breaches to the wires. Hi-pot testing of the returned 12¿ and 28.5¿ driveline segments revealed breaches in the brown and red wires of the 12¿ driveline segment. The hipot test also showed that the orange wire of the 12¿ segment was breached 1.5¿ from the end. The hipot test confirmed that the green wire of the 12¿ segment was breached 2.5¿ from the end. The observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Review of the submitted system controller log file confirmed that the patient experienced low speed events and pump stoppages while connected to the power module, which indicates an electrical short to ground resulting from the exposed conductor of one or both wires from the same phase contacting the braided shield. If the exposed conductors of either the brown, red, orange, or green wires contacted the braided shield while operating on a tethered power source (such as the power module or mpu), the resulting short to ground could have caused the pump stop events captured on the submitted log files. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.